Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 date of submission 03/02/2012. Device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2011 with the following findings: evaluation revealed that a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There was no indication of activity outside normal use noted in the pump histories. There were no boluses observed during the review of the pump's history since (B)(4) 2011. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There no defects found with the pump during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported being hospitalized on (B)(6) 2011 for a blood glucose (bg) over 400 mg/dl with high ketones and vomiting. The patient was reported treated with fluids and intravenous insulin. The patient reported that after the treatment in the ER, the patient did not receive additional insulin. The patient reported that the site was changed and her bg came back under control. The patient reported that when the site was removed the cannula was not bent, there was no air in the cartridge, and there were no known site issues. The patient reported that it was unknown if the original site would have lowered bg as there were no noted issues when removed. This report is made based on the allegation that the patient was hospitalized with high bg while using insulin pump therapy.